Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging an error 4 issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (4/21/2014)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 ¿ (07/02/2014). The lay user/patient¿s meter has been returned and evaluated on 06/20/2014 by lifescan product analysis with the following findings:error message was not observed in the error log, and error could not be reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.